Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged, ar-9676, batch 022408, was received for investigation. Visual inspection noted that the reamer was stuck inside the shaft of an ar-9597-10. Functional testing could not be performed due to the damage of the device. The most likely cause of the reported failure can be misuse due to interference with the mating instrument.

Event description:
On 08/06/2024, it was reported by a sales representative via (B)(4) that an ar-9676 angled reamer, drive shaft and an ar-9597-10 angled reamer sleeve were fused together. This was discovered after the case, with no reported patient harm.